Manufacturer narrative:
The device involved in the reported event was not returned for evaluation therefore we are unable to determine the cause of the reported failure. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report #3 of 4.

Event description:
A report received from a user facility in (B)(6) indicated that the stable chamber tubing was clogged during the removal of a medium/hard nuclei cataract. No medical intervention required. The patient is fine.